Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had an inoperative display. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection and power on self-test were performed. During the visual inspection it was identified that the display was damaged. The cause of the damage was printed circuit board on channel a (pcb). The display pcb assembly was replaced to resolve the issue. The pump passed all testing and was returned to the customer in good working order. If additional relevant information is obtained, then a follow-up MDR will be submitted.